Event description:
During studies, it was observed that the advia chemistry total protein method did not meet claims of no significant interference at 1500 mg/dl dextran. There have been no reports of adverse health consequences due to positive discordant results.

Manufacturer narrative:
Remedial action: the dextran interference section in the IFU will be revised to reflect current data.